Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to dislodgement of the left ventricular lead. The lead also had high threshold. It was also reported that the device had premature battery depletion. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.